Event description:
The patient contacted animas on (B)(6) 2011 alleging very high blood glucose (bg) readings for past 2 days. The patient reported that on the day prior to contacting animas her bg read "hi" (bg >600 mg/dl) on her blood glucose meter as well as on her dexcom all day long. The patient confirmed developing symptoms of nausea, vomiting and chest pain. The patient reported that she changed site 4x in response to the high bgs and during the site changes found 1 bent cannula and 1 cannula with blood in it. The patient stated she took correctional boluses via the pump (using ezbg) in addition to using a syringe in an effort to reduce her bg. At the time of troubleshooting, the patient confirmed all pump settings, including the date and time were correct. There were no associated alarms in pump's history. The patient denied any obvious site issues and confirmed there were no visible air bubbles in the cartridge or tubing. The patient also confirmed there was no indication that insulin was leaking. The patient confirmed she was using insulin that was within its expiration date. At the time of the call, animas customer support informed the patient that there was nothing to indicate a malfunction of the pump. The patient was advised to contact her hcp for possible adjustments to her pump settings. Although there was no evidence of a product malfunction found at the time of troubleshooting, this complaint is being reported because the patient developed signs/symptoms suggestive of a serious injury while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there were no alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. There were power on resets confirmed in the black box . The complaint regarding high blood glucose levels was issued on (B)(4) 2011. The black box has been overwritten by continued patient use and was no longer available for investigation. The black box showed dates from (B)(4) 2012. The complaint concerning time and date resetting after a power on reset was confirmed in the black box download. The pump was tested on a 29 hour flow accuracy test and was found to be delivering within specifications. There was no damage found to the battery cap or battery compartment. The battery cap returned with the pump was able to fully tighten, with no visible yellow o ring showing. Unrelated to the event, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.